Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record identified the following related repair: the cutter failed the sample mesh test due to blunt spots on the blade. The cutter will be returned to the customer as it is a non-repairable device. This cutter does not meet the zimmer mesh test acceptance criteria. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001526350-2023-00673, 0001526350-2023-00519-1. E1 telephone number: (B)(6). G2 country: new zealand.

Event description:
It was reported that this cutter needed to be evaluated. During product evaluation, it was found that this cutter failed the test cut due to blunt spots on the blade. There was no patient involvement. Due diligence is complete and there is no additional information available. There was no adverse event associated with this malfunction.